Event description:
Complaint investigation when a health care facility reported receiving a high reading of 87 mg/dl on a medisense precision xtra monitor when compared to a valid lab comparison of 53 mg/dl during a hosp study the results of which were not used to administer treatment to pts. These values, when plotted on a clarke error grid, fell into the "d" zone showing them to be clinically significant. No death, serious injury or emergency medical intervention was reported.